Manufacturer narrative:
(B)(4). The customer reported that the y piece of benjamix set broke near the valve during infusion. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. Sample analysis was not possible since the involved sample was not available for evaluation, hence, the reported problem could not be confirmed and the root cause could not be determined. However, the customer confirmed that the defect occurred around the valve. Retention sample review was performed on the six samples available at the plant. A leak test was performed on all the samples and no leaks were found. Based on a similar issue (broken valve during use received in (B)(4) 2011) the supplier was notified and confirmed that the valve housing is made from polyacrylate which is compatible for use with solutions such as clinoleic. Furthermore, the manufacturing plant implemented leak testing during incoming inspection of this component. This complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a spontaneous report received by baxter (B)(6) regarding a defective benjamix set. During the night from (B)(6), 2011 to (B)(6), 2011, the y-piece of a benjamix set broke near the valve during an infusion. The patient who is treated due to an oncologic disease lost a lot of blood through his central venous catheter (detailed amount not specified) before he woke up and observed the blood loss. During the day prior to the event, no drugs had been administered via this benjamix set apart from metronidazol. No more information is available at the moment.